Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse replaced the manifold drive. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted when additional information is provided and/or our investigation is completed. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during a routine check performed by the customer the cs300 intra- aortic balloon pump (iabp) displayed the low vacuum error. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: event site postal code - (B)(6), event site state : (B)(6), event site city: (B)(6).

Event description:
N/a.